Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under all key contacts, a cracked battery compartment, stripped threads on the battery cap, misaligned piezo pins and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: confirmed the keypad cover has a cut near 'down' button. All buttons are responsive. Removed keypad cover and contamination is visible under all of key contacts. Audio bolus button cover has a hole at a center of button and a button is still operable as normal. Battery compartment has a crack near the pump case seal and battery cap threads are stripped. Unrelated to the complaint, a dim pink display screen is found. Pump cover is removed to take away a bad display screen and complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text. Pump booted to verified screen with no sound. Pump cover is removed to inspect, the piezo pins were misaligned and not making contact with printed circuit board. Adjusting the pins and retest for sound, the sound is turned back on and works as usual. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).